Event description:
It was reported that during a preparation for a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While preparing to perform a pci in the right coronary artery utilizing a 3.5x24mm liberte bare metal stent, the physician noted that one of the struts was flared out. It is not known if the stent was damaged out of the packaging or after being handled by the staff. The procedure was successfully completed with another 3.5x24mm liberte bare metal stent. No patient injuries or complications occurred.